Event description:
Meter was turning off during use and that patient was taken to the hospital. Medical affairs specialist called and left a message for the patient the next day. Patient did not respond to that call. Based on the initial information provided, this case is reported as a meter malfunction due to the powere issue. There is insufficient information provided regarding the hospital visit. Unknown what the hospital meter result was. A result of 127 mg/dl, on a precision meter is documented, but unknown if that is the hospital's meter. Per documentation, patient did not receive any treatment from a medical profession. The issue were the meter was powering off after 2 minutes had elapsed was not resolved with troubleshooting. With the ultrasmart meters, when three minutes have elapsed after inserting a test strip if the sample has not been applied, the meter would then automatically shotoff. In this case, the meter shuts off after two minutes. Therefore, this case is reported as a meter malfunction. A letter will be sent to the patient to try and contact her for more information regarding the hospital visit.